Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced migration of the superion indirect decompression spacer placed between the fourth and fifth lumbar vertebrae due to a non-device related fall. The patient underwent a procedure wherein the device was removed and did well postoperatively.